Event description:
It was reported that during a total lap hysterectomy procedure, the clip jammed inside of the shaft of the device. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Jaws. The analysis results found that the device was returned in good visual condition and with one scissored clip in the bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.